Event description:
It was reported that the monitoring healthcare facility received a remote alert that this device had displayed the elective replacement indicator (eri) and remote monitoring was disabled. The physician suspected that the device battery was exhibiting premature depletion. Boston scientific technical services was contacted and confirmed there was 90 days remaining until the battery exhibits end-of-life (eol). A surgical replacement procedure was scheduled, but has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that the monitoring healthcare facility received a remote alert that this device had displayed the elective replacement indicator (eri) and remote monitoring was disabled. The physician suspected that the device battery was exhibiting premature depletion. Boston scientific technical services was contacted and confirmed there was 90 days remaining until the battery exhibits end-of-life (eol). The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the monitoring healthcare facility received a remote alert that this device had displayed the elective replacement indicator (eri) and remote monitoring was disabled. The physician suspected that the device battery was exhibiting premature depletion. Boston scientific technical services was contacted and confirmed there was 90 days remaining until the battery exhibits end-of-life (eol). The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillators (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.